Event description:
(B)(4). Started having headaches which turned into migraines, started treatment for these with several different medications, dental problems started as well, my menstrual cycle is very painful and the bleeding is abnormally heavy. I am still taking medication for headaches (they are helping somewhat), I am having continued dental work done due to teeth cracking or breaking, I am having to have a hysterectomy in (B)(6) 2016 due to my pain and bleeding.

Event description:
(B)(4). I have since had my hysterectomy (B)(6) 2016 and one coil had migrated.